Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the valve-in-valve procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a patient with a 19 mm pericardial aortic valve implanted for six (6) years, three (3) months, six (6) days underwent a valve-in-valve procedure with a 29 mm transcatheter bioprosthetic valve. The reason for the valve-in-valve procedure is unknown and no additional information was provided. Both devices remain implanted.

Manufacturer narrative:
(B)(4): additional manufacturer narrative: through follow up with the health care provider, it was determined the transapical valve was implanted to the mitral position and not into the aortic valve. There is no information to suggest a malfunction of the aortic valve. This was a valve-in-ring procedure involving a non-edwards ring. There is no malfunction of the edwards device.

Event description:
Per obtained medical records, the patient had a normally functioning 19 mm pericardial aortic valve with mild regurgitation. No allegation against the edwards 19 mm aortic valve was made. However, it was noted that the patient had a valve-in-ring procedure with a 29mm transcatheter pericardial valve in the mitral position due to severe anterior mitral valve prolapse. The mitral ring was a non-edwards device. No allegation against an edwards device was made.